Event description:
It was reported that the dsp107 infusion was set to run over 3 hours, the infusion was primed with drug. However the infusion ran for 3 hours and 19 minutes. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.